Manufacturer narrative:
Product evaluation: the foot switch 1898430, s/n (B)(4), was received in service and repair; however, the report of "the foot pedal activating handpieces when it is not being pressed on" could not be confirmed. There was no deviation from specifications found; unable to reproduce reported fault. The device was successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation expected but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the foot pedal is activating handpieces when it is not being pressed on. The fault was confirmed with multiple units. A backup foot pedal was used for this procedure. There was no patient impact.